Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 450 mg/dl to 475 mg/dl. Customer stated that they received insulin flow blocked alarms. Customer stated that they performed 5 unit fill cannula and states insulin exited. Customer states the cannula was not bent. Customer reconnect tubing at quick release and prime a 5 unit fill cannula and insulin exited. Customer stated that they were in auto mode during hyperglycemia. Customer declines high blood glucose troubleshooting. The devices will not be returned for analysis.